Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has two systems implanted thoracic and pns. This report is related to the patient's thoracic system. It was reported the patient had fallen on multiple occasions. In turn, the patient experienced a change in stimulation and the stimulation was ineffective. The patient was also unable to increase amplitude. Diagnostics showed high impedances. Subsequently, the patient underwent surgical intervention at which the lead was explanted and replaced. Reportedly, effective therapy resumed following the procedure.